Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: a review of the pump¿s black box showed reboots occurred. A visual inspection of the pump revealed the battery compartment was cracked. There was corrosion observed in the battery compartment. A leak test revealed leaks at the battery compartment. The battery cap was not returned for investigation. A test battery cap was able secure enough and power up the pump. The pump was exercised for 12 hours using the test cap with no power interruptions occurring. The pump was opened; moisture damage found on the printed circuit board. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.